Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving bupivacaine (10mg/ml at 3.5 94mg/day) and fentanyl (50mcg/ml at 17.970mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the low reservoir alarm occurred on (B)(6) 2018, and the empty pump alarm occurred on (B)(6) 2018. The patient reportedly experienced symptoms of underdose/withdrawal. It was noted that logs from (B)(6) 2018 showed the low reservoir alarm was reading (B)(6) 2018 the last time the patient was seen. Review of pump logs from (B)(6) 2018 indicated the daily dose was changed from 15.004mcg/day to 17.970mcg/day, and the low reservoir alarm was (B)(6) 2018. A refill was performed on (B)(6) 2018 with an expected reservoir volume (erv) of 0ml and an actual reservoir volume (arv) of 3ml. It was noted that the patient was difficult to assess and it was unknown if there had been an increase in symptoms. They were going to refill the pump and bring the patient back to check for volume discrepancies and efficacy in a few weeks. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that the company representative had initially reported this event to the manufacturer.